Event description:
It was reported through the results of a clinical trial that approximately twenty four months post stent placement in the mid superficial femoral artery, femoropopliteal artery duplex demonstrated instent occlusion. There was no reported intervention.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the provided 01m and 24m follow up ultrasound images an indication for a device relation of the vessel occlusion could not be determined. Therefore, the investigation of this issue is inconclusive. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: the current IFU (instructions for use) states: the IFU states that 'arterial occlusion/restenosis of the treated vessel' is potential adverse event that may occur. In regards to balloon dilation the IFU states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended. (Expiration date: 10/2017).

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 10/2017; mfg date: 11/2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial that approximately twenty four months post stent placement in the mid superficial femoral artery, femoropopliteal artery duplex demonstrated instent occlusion. There was no reported intervention.